Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that they went in for an MRI on (B)(6) 11th and that they showed the MRI technician that the stimulation was off, but for some reason, the stimulation turned back on and the patient didn't know until they were in the MRI machine. Patient confirmed that the implant turned on during the MRI and the controller was still in MRI safe mode. Patient noted that when the MRI facility turned the MRI machine on, they could feel something pulling on the each side of them and they immediately pressed the button to get out of the machine and that was when they knew something wasn't right. The issue was not resolved. Agent reviewed information and redirected the patient back to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.